Manufacturer narrative:
The reported t6 cannulated hexalobe driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t6 cannulated hexalobe driver (part number 80-4149) batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that when inserting the nano screw, the non-stick fit driver broke on the final turns. The broken driver tip was removed. The surgery was completed with a second driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00741 for the screw involved in this event.